Event description:
Healthcare provider reported "patient noticed right breast hardness and has progressively become worse every day over time". Healthcare provider later reported a right side capsular contracture no baker grade provided. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare provider additionally reported right side rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 10/23/2024.

Event description:
Healthcare provider reported "patient noticed right breast hardness and has progressively become worse every day over time". Healthcare provider later reported a right side capsular contracture no baker grade provided. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
The event of rupture was confirmed to not have occurred. Healthcare professional later reported capsular contracture, baker grade iii.